Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed motor error unexpectedly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to corroded the motor home switch. Unable to perform current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarms due to a35 alarm. However, the insulin pump powered up properly after battery installation. No blank display, frozen screen or stopped at number 6 anomaly when hit act button noted. The insulin pump was received with cracked reservoir tube lip and scratched reservoir tube window.